Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the monopolar curved scissors instrument could no longer be straightened; they had to be pulled out of the patient using a trocar. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument and cannula were removed together because the wrist couldn¿t be straightened due to physical damage and the jaws wouldn't close. No fragment fell into the patient. The port incision was not enlarged for removal. The instrument was inspected before use with no issues noted. It¿s unknown if a collision occurred during the procedure. The instrument has been returned to isi, but no images or video are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument and the tip cover accessory to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. Additional observation : the instrument was found to have dislodged proximal clevis. Isi received the tip cover accessory to perform failure analysis. The accessory was analyzed and was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.044' to 0.034¿ in length. There are no signs of thermal damage present at the end of any tears.

Event description:
Refer to h11 for follow-up information.